Event description:
In early 2008, the sales rep reported that during a thoracolumbar procedure the driver would not engage threads of the screw. Add'l info received on 11 jan 2008 via telephone, the sales rep reported that the surgeon was attempting to use the driver when the surgeon pushed down on the revolver part of the driver, and it wold not advance or engage the screw. The shaft was sticking. There was no delay in surgery or report of pt injury. The surgeon used another driver to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.